Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that a latitude alert on atrial intrinsic amplitude occurred on (B)(6) 2013 back up to 2.6; all else stable. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).